Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the lead was not replaced and the doctor would try to program around it. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40, lot#: j0519515v, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 29-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had the rechargeable device implanted and a few days later the lead malfunctioned, cracked, and electric shocks were sent up the patient's neck. The lead was turned off for 4 days and surgery was necessary to replace the lead. There were no further complications reported.